Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed.

Event description:
A 68-year-old patient was treated with percutaneous coronary intervention for coronary artery disease. During the high-risk procedure, the patient received hemodynamic support from an impella cp cardiac pump. Insertion of the pump was described as complicated because of severe calcification of the femoral artery. After successful completion of the coronary intervention and removal of the impella cp, a large hematoma formed at the access site. Vascular reconstruction was performed at the access site, and the access site was surgically closed. The patient was subsequently stable and received ongoing support in the intensive care unit.